Manufacturer narrative:
Radiographs confirming the event were received. DHR review and product investigation cannot be completed as the product has not been returned because the device remains implanted. It is unknown if the patient complied with post-op care instructions. The patient's activity level will dictate the longevity of the implant. Review of labeling notes: "possible adverse events bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Postoperative fracture due to trauma, defects or poor bone stock." Postoperative warnings: the patient should be advised that implants may bend, break or loosen despite restriction in activity. The root cause is unknown, as multiple attempts have been made to acquire additional information to no avail. No conclusions can be drawn.

Event description:
Initial acdf surgery at c7-t1 was performed on (B)(6) 2017. During a routine follow up, it was noted that the 16 mm superior bone screw had fractured and backed out from the anterior cervical plate. Patient is fully fused. Surgeon is monitoring the patient, and no revision surgery is currently planned. Patient bone quality is unknown. It is unknown the patient's activity level post-op. It is unknown if the patient complied w/postoperative care instructions.